Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where validation code provided by the pharmacy was not working when the user tried to issue medication. A technical support specialist remoted in, restarted the application and confirmed that the customer was able to issue the medication successfully using the same validation code without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the validation code was not working when trying to issue alprazolam 0.25 mg tab for a patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.